Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user gude indicates, the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels (36 mg/dl). No treatment was given to the customer while being hospitalized. Prior to hospitalization customer consumed glucose tablets, 12 ounces of soda, and a galloon of orange juice. Customer was released from the hospital on (B)(6) 2015. Customer uses humalin-r insulin.